Event description:
Beckman coulter inc. (Bci) (B)(4) reported a bun reagent leak on synchron lx 20 clinical systems. No injury was reported.

Manufacturer narrative:
A replacement was sent to the customer.